Event description:
The patient was found unresponsive and was taken to the hospital. The device was interrogated and a message was displayed indicating device reset and that nominal programming occurred. The device was programmed to nominal settings and a charge time test was attempted but the test did not complete and stopped. The files from the programmer were sent to the manufacturer for review. A preliminary analysis confirmed several device resets occurred and replacement of the device was recommended. However, a day later, on (B)(6), 2012 the patient passed away. It was reported that the device will not be returned since it was not removed from the patient.

Manufacturer narrative:
(B)(6), 2012. A final analysis from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4) 2012. A final analysis from the manufacturer is pending. (B)(4) 2012. Since the device was not returned for analysis, the files from the programmer that were received were reviewed. The analysis of the available data confirmed failure to charge and occurrence of multiple resets. Most of the resets resulted from a decrease in internal circuit's power supplies. No further investigation could be performed to determine the root cause of the malfunction since the device was buried with the patient. No final conclusion can be drawn. (B)(4).

Event description:
The patient was found unresponsive and was taken to the hospital. The device was interrogated and a message was displayed indicating device reset and that nominal programming occurred. The device was programmed to nominal settings and a charge time test was attempted but the test did not complete and stopped. The files from the programmer were sent to the manufacturer for review. A preliminary analysis confirmed several device resets occurred and replacement of the device was recommended. However, a day later, on (B)(6) 2012, the patient passed away. It was reported that the device will not be returned since it was not removed from the patient.